Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead (only the connector portion) was returned in one piece measuring 11.0 cm. Final analysis found a full breached outer insulation degradation distal to connector boot.

Event description:
This report is to advise of an event observed during analysis.